Event description:
Elekta's monaco 5.1 treatment planning system incorrectly exports the incorrect radiation field size when using an option called continuous field sequencing (cfs). If this was not caught before the pt's treatment, this particular example would have resulted in an overdose to the affected area by 10%. Other hypothetical situations could result in a more serious radiation overdose with a large range of adverse effects up to and including patient death. Please note that this was a near miss. The software error was caught before any radiation was delivered to the pt.